Event description:
It has been reported to philips that the system did not boot up successfully. The issue was found outside of clinical use. No harm has been reported to philips.

Manufacturer narrative:
Philips has investigated this complaint. A philips remote service engineer (rse) inspected the system remotely and confirmed that the system did not start. The rse checked the input voltage with the help of building services and found an abnormality at the uninterruptible power supply (ups) control board. The rse suspected that there was an issue with the ups. A philips field service engineer (fse) inspected the system onsite and confirmed the reported issue. The fse bypassed the ups, but the issue persisted indicating an issue with the azurion system. During troubleshooting, the fse found battery error displayed and confirmed that there was an issue with the battery and the power supply. The fse found that the fuse f4 blew out due to overvoltage from the hospital power supply, which resulted in a malfunction of the power distribution unit (pdu) and the ups control unit. The fse replaced the 1phase fuse in the ny unit, the pdu fan tray, battery pack for the ups and the control unit for the ups, which returned the system was returned to use in good working order. The battery pack, pdu fan tray and control unit for the ups were returned for parts analysis and the malfunction was confirmed. It was found that the control unit had a burnt out component which is indicative of an overvoltage. The battery pack had failed due to a defective power supply within the unit. The analysis also identified that the pdu fan tray failure was due to defective power supply. The system log files were reviewed which confirmed that there were power issues. The codes were updated based on the investigation outcome.